Manufacturer narrative:
Visual analysis found one of the jaws/cups was bent and misaligned and the clevis was found bent. There were no missing components. There were two metallic pieces found inside the opened packaging received along with the returned device. The evaluation concluded that the metallic pieces were determined to be foreign matter as they were not part of the biopsy forceps. The analysis failed to indicate a probable root cause, therefore the root cause for this complaint is undeterminable. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was to be used in a biopsy procedure in the oesophagus performed on (B)(6) 2017. According to the complainant, during preparation, it was noted that a bit of metal had come off at the end of the jaws while inside the device packaging. The procedure was completed with another of the same device. There were no patient complications reported a result of this event. This event has been deemed a reportable event based on the investigation results; foreign matter.